Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-31020, 1627487-2020-31022, 1627487-2020-32571. It was reported that during a lead revision on (B)(6) 2020 for high impedances where the leads were replaced, the impedances were the same as they were pre-operatively (high). As a result, the ipg was replaced, and the impedances resolved. Patient now has effective therapy.